Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4)..

Event description:
It was reported that during prostate procedure, five side-firing surgical fibers were replaced due to functional issues. ¿aiming beam fires straight out of fiber¿ was noted on the first fiber at 242,214 joules of use. The fiber was exchanged, and the second fiber exhibited ¿fiber port was over heating¿ at 6,305 joules. The fiber was exchanged. ¿aiming beam fires straight out of fiber¿ was noted on the third, fourth, and fifth fiber at 36,293 joules, 59,748 joules, and 0 joules of use, respectively. The tips were cleaned for all five fibers during the procedure. The procedure was completed with the sixth fiber at 15,656 joules of use. Patient outcome: "ok". No patient or user injury was reported. This report is for the first fiber.